Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and malfunction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician used a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath and advanced to the subclavian region. With countertraction provided by the lld, the rv lead freed. Upon observation of the lead post-extraction, calcium and tissue were identified on the lead's tip. Approximately 2-5 minutes later, the patient's blood pressure dropped. Cardiac tamponade was identified via transesophageal echocardiography (tee). An rv perforation was suspected, since calcium and tissue were identified on the rv lead's tip. Rescue efforts began, including rescue balloon and pericardiocentesis (200 cc blood withdrawn). The patient stabilized, and no further intervention was required after the pericardiocentesis was performed. The patient survived the procedure. This report captures the lld within the rv lead providing traction when the suspected rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.